Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The subject device referenced in this report was returned for evaluation. The issue was confirmed. The forceps/brush passage was clogged and there were scratches and tear marks inside the bx channel. There were scratches on the cover and scratches and discoloring on the rubber. The light guide lens had tiny chips on the edges and there were black dots along the bottom left side of the evis image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus there was debris in the biopsy channel of the evis exera ii duodenovideoscope. No patient involvement was reported.